Event description:
Coroner reports cause of death was acute combined morphine and citalopram toxicity. Stimulator device had nothing to do with pt death.

Event description:
County sherrif's department reported patient death. Pending coroner investigation. The device was explanted and returned to the manufacturer for analysis.